Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified fracture at the threaded tip. No pre-existing conditions were noted on the per. The device was used on tooth site number 17 (fdi) for approximately 2 months prior to fracture. Documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18 information identified: torque matrix - internal connection; page d. DHR review was completed for the subject lot number 1198160. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1198160 for similar event and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw fracture) or device(s) (ilrght) therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. Based on the investigation and risk review, the most likely causes for the reported event are : cross-threading and excessive torque applied. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510(k) number k072642.

Event description:
It was reported that the screw (ilrght) fractured. It was also reported that the fracture portion of the screw was removed and the implant is intact.